Event description:
It was reported that this patient was found unresponsive by their spouse and was unable to be resuscitated. Post-mortem interrogation of this cardiac resynchronization therapy defibrillator found undersensing of a ventricular fibrillation. Therapy was reportedly delayed for over a minute. The patient had a left-ventricular assist device. It was unclear if the physician believed that the device caused or contributed to the patient's death. The device was not explanted.